Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (1,200 mg/dl). Contact declined to provide further information regarding the reported issue. Multiple attempts were made to follow up with the customer on the reported issue. No response was received.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was unable to be verified. The investigation could not be completed as the cartridge was not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (1,200 mg/dl). Reportedly, the customer was released from the hospital on (B)(6) 2017. Contact declined to provide further information regarding the reported issue. Multiple attempts were made to follow up with the customer on the reported issue. No response was received.